Manufacturer narrative:
The product was not returned. Photos were provided. The photos were reviewed by global quality customer affairs (gqca). There are nine photos in total of what appears to be the same iol. The photos are of a dilated eye at medium or high magnification. The photos with the best lighting show an opaque iol, with consistent opacity throughout the lens. A red reflex is not present through the lens. The observed opacity is of unknown origin. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. No conclusion could be determined from the provided photos. Information provided indicated the patient has not made any complaints about their vision. The issue was noted by the surgeon. Surgeon will follow up with the patient in six months. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
An other medical professional stated that following surgery, a whitish lens was seen in the left eye during ophthalmological monitoring and doctor knows about nano glistening's and surface beam of the platform. The patient's eye is losing vision, but they are not complying. That eye was presumably the worst in the past, but the patient continues to see it rarely and doesn't notice it. So the doctor gave him a call for a follow-up exam in six months. Additional information has been requested.